Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot (0000047450) for item number h965105261 for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The october 2018 angiodynamics complaint report was reviewed for the exodus drainage catheter product family and the failure mode "hub cracked. " no adverse trend was indicated. Without receiving product for evaluation, we are unable to definitively determine a root cause for the reported event. Potential causes of hub cracking include: cross-threading of the mating luer as the device is attached, over-tightening during initial installation resulting in an immediate crack, over-tightening during installation resulting in a longer-term stress crack due to an oversize mating luer taper, and environmental stress cracks driven by a chemical that the catheter has been exposed to during installation or use. The drainage catheter component is supplied to angiodynamics by the supplier (B)(4). (B)(4) has been notified via a scar (supplier corrective action request) for informational purposes only. (B)(4).

Event description:
As reported, patient with an exodus drainage catheter required it to be replaced on (B)(6) 2018 due to a cracked hub. The used catheter was discarded at the hospital. No patient complications were reported.